Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing on the right ventricular (rv) lead was noted to have been diminished and was noted to be low. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.